Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are experiencing inappropriate heart rates. The leadless implantable pulse generator (ipg) was exhibiting inappropriate activity response. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.